Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that there was a loose keps nut on the internal wire which leads to the battery connector pin in the battery bay for battery #1.  After replacement of the keps nut, the device will be returned to the customer for use.

Event description:
The customer reported that during a patient event where the patient was only being monitored, their device lost power several times.  As a result of the loss of power events, the end user swapped the device out for a backup device and completed the event.  The patient did not suffer any adverse outcome during the reported event.